Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the lcd cable that was not properly seated. The cable will be reseated to correct the reported problem. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.